Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure cause me too much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), dysuria ("hurts to pee"), constipation ("constipated") and depression ("depressed"). The patient was treated with surgery (device removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device pain, dysuria, constipation and depression outcome was unknown. The reporter considered constipation, depression, dysuria and medical device pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure cause me too much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("hurts to pee"), constipation ("constipated") and depression ("depressed"). The patient was treated with surgery (device removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, dysuria, constipation and depression outcome was unknown. The reporter considered constipation, depression, dysuria and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.